Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in non-st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that after impella was inserted, the two initial perclose devices that were deployed, failed. After the patient's procedure was completed, the physician decided to leave the pump in to continue mechanical circulatory support of the patient. After the peel-away sheath was removed and the reposition sheath was inserted, the access site had oozing and bleeding. The physician placed surgicel, bovie, and floseal to the site. The vessel ties continued to break because of calcium deposits in the vessel, and the site was closed with staples around the reposition sheath and a dressing was applied. As a result of the blood loss, the patient was transfused with blood products. The patient remained on impella support and was successfully weaned. At the end of support, the patient was taken to the operating room for impella removal and to repair the femoral artery. Endarterectomy and "thrombectomy" of the left common femoral artery were performed, the site was sutured, and a goretec patch was placed over the common femoral artery to achieve hemostasis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.